Event description:
It was reported that an external fluid leak at the dialysate outside the dialyzer membrane was observed on a polyflux during treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter facility name: (B)(6). The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the provided pictures showed the product during treatment. In photo one, a drop of water can be seen on the header cap. In photo two the wet floor is visible. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.